Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the bsc bt registry clinical study. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lung. No issues were noted with the device. According to the complainant, following the procedure, the patient was hospitalized for asthma exacerbation and was treated with a systemic corticosteroid. As of (B)(6) 2015, the patient remains hospitalized. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values visit date: (B)(6) 2015. Pre-bronchodilator; fev1: 2.21, fev1 % predicted: 72.00, fvc: 3.02, fvc % predicted: 86.00. Post-bronchodilator: fev1: 2.61, fev1 % predicted: 86.00, fvc: 3.30, fvc % predicted: 94.00. Additional information received on (B)(4) 2015. The patient was admitted to the hospital for an asthma exacerbation following the procedure. Symptoms included shortness of breath, wheeze, and left sided chest pain. The patient was treated with steroids and nebulizers, as well as intravenous (IV) aminophyllin and IV magnesium. The patient later developed a fever and increased secretions so amoxicillin was administered. The patient was discharged from the hospital on (B)(6) 2015 with nebulizers and prednisolone taper. The event is considered to be resolved on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the bsc bt registry clinical study. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lung. No issues were noted with the device. According to the complainant, following the procedure, the patient was hospitalized for asthma exacerbation and was treated with a systemic corticosteroid. As of (B)(6) 2015, the patient remains hospitalized. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values: visit date: (B)(6) 2015: pre-bronchodilator: fev1: 2.21, fev1 % predicted: 72.00 fvc: 3.02, fvc % predicted: 86.00. Post-bronchodilator: fev1: 2.61, fev1 % predicted: 86.00, fvc: 3.30, fvc % predicted: 94.00. Additional information received on 23sep2015: the patient was admitted to the hospital for an asthma exacerbation following the procedure. Symptoms included shortness of breath, wheeze, and left sided chest pain. The patient was treated with steroids and nebulizers, as well as intravenous (IV) aminophyllin and IV magnesium. The patient later developed a fever and increased secretions so amoxicillin was administered. The patient was discharged from the hospital on (B)(6) 2015 with nebulizers and prednisolone taper. The event is considered to be resolved on (B)(6) 2015. Additional information received on 11jan2016: the patient's exacerbated asthma was treated with prednisolone; initially 40mgs then tapered to 20mgs and 10mgs.

Manufacturer narrative:
Di: (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Study source: bsc bt registry. A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu lists asthma exacerbation as a possible adverse event that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the bsc bt registry clinical study. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lung. No issues were noted with the device. According to the complainant, following the procedure, the patient was hospitalized for asthma exacerbation and was treated with a systemic corticosteroid. As of (B)(6) 2015, the patient remains hospitalized. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values: visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 2.21, fev1 % predicted: 72.00, fvc: 3.02, fvc % predicted: 86.00. Post-bronchodilator: fev1: 2.61, fev1 % predicted: 86.00, fvc: 3.30, fvc % predicted: 94.00.